Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and reporting that they will definitely run to the emergency room as threshold was at 400 mg/dl. The customer treated for high blood glucose with manual shot and bolus. Customer¿s blood glucose was 361 mg/dl at the time of incident. The customer also reported other blood glucose values such as 209 mg/dl, 311 mg/dl. Customer using insulin pump within 48 hours of high blood glucose of event. Insulin pump was on auto mode. The customer was reported that the infusion set had leak around the tape. The insulin pump will not be returned for analysis.